Event description:
A patient reported experiencing inaccurate high results with a ot basic enhanced. The patient's blood glucose results were 215mg/dl at the lab and 288mg/dl on patient's meter. Tests were done within 5 minutes with a difference of 50%. Patient did not experience any adverse events.